Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer's blood glucose (bg) was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Customer to reach out to a healthcare provider to obtain back up form of insulin therapy.